Manufacturer narrative:
Continuation of concomitant products: ddbb1d1 ICD, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was exhibiting rising threshold, no capture, high/undefined pacing impedance, and occasional undersensing. In addition, it was reported that the right ventricular (rv) lead was exhibiting rising/high threshold, high pacing impedance, and occasional undersensing. Both the ra and rv leads were extracted and replaced. No patient complications have been reported as a result of this event.